Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer¿s site. Upon arrival the fse reviewed the customer¿s control recovery where the wbc showed bias below mean and plt showed bias above mean on all levels of controls; the plt value was also just below the threshold for auto calibration. The fse adjusted the wbc and plt calibration factors resolving the reported issue. Bec internal identifier - case-(B)(4).

Event description:
The customer reported recovering high erroneous plt results on 2 patient samples run on the ac*t diff 2 instrument. There was no report of erroneous patient results reported outside the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event. The first patient¿s sample (ID ending in 4192 actdiff 2) generated a plt of 507, the rerun result was 364. The second patient (ID ending in 5165 actdiff 2) generated a plt of 512, the rerun result was 367.